Event description:
The manufacturer received information stating the trilogy 100 ventilator did not meet acceptance criteria of evaluation process for the following conditions: (cosmetic) missing feet. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device powered on and operated as it should. Critical error code e-193 (internal battery failure) and e-290 were noted in the error log. The internal battery was replaced to address the issue. The customer does not want any repairs done to the unit. The inlet air path assembly and removable air path foam were replaced per remediation.   The device passed all testing.